Event description:
It was reported to philips healthcare that while the customer was delivering a shock, a spark was coming from the heartstart xl+ defibrillator/monitor. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.